Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device the user's request was confirmed. It was also noted, the image guide serpentine had backlash, the angle play, the angle engage was loose, the light guide snake tube and the bending section had scratches and the adhesive part of the bending section was chipped. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had image defects and disconnections causing no image. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a malfunction of the image sensor unit, a board inside the video connector, or a malfunction on the system side. Olympus will continue to monitor field performance for this device.